Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device (the deployed clip). The device was returned with the clip deployed and it was determined that the clip jaws are slightly open. A visual examination of the drive wire hook, catheter attachment, and coil catheter (components related to clip deployment) and clip showed no abnormalities or signs of damage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook instinct endoscopic hemoclip. The physician and the assistant reported that the clip was loose inside the package when opened. There were no complications to the patient. They used a new clip. There was no reportable information at this time. The device was received on 04/12/2018 and the clip was deployed in a semi-open position.